Manufacturer narrative:
(B)(4). Damaged release button, jammed knife, damaged articulation bar. The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. Furthermore the clamping mechanism was noted to be damaged. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No functional test could be performed due to the conditions of the instrument. The device was disassembled to verify the internal components and the release button was noted to be damaged. One possible scenario is due to applying a large force over the release button it resulted broken. In addition the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the knife came back, it just stopped and surgeon could not open it. No adverse event on the patient.